Manufacturer narrative:
The tacticath ablation catheter was returned due to a cardiac perforation, high impedance and high contact force values during mapping. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. Optical fibers 1-3 met specifications for optical properties. Log file analysis concluded that the catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during the two rf ablations, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during mapping that exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a procedure a pericardial effusion occurred. While mapping was being performed high impedance was noted, resulting in the ablation catheter not being able to capture when in the right ventricular outflow tract (rvot). It was also noted that there were high contact force readings on the catheter. Ablation was started on the superior rvot and after two lesions the patient became hypotensive and complained of head, neck and chest pain. An echocardiogram was performed confirming a pericardial effusion and a pericardiocentesis was performed to stabilize the patient. Upon later analysis on the mapping system it was noted that there was excessive respiration by the patient and the ablation catheter crossed into the pericardial space from the rvot.